Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00409153_1644408-2023-00625; 342-12-705, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revised due to instability.